Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00188). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the clinic for follow-up. Device was not able to be interrogated. Interrogation was attempted in a different room and different programmer, telemetry could not be established. The device was explanted and replaced. The patient condition was not affected.